Event description:
It was reported that the bd vacutainer® k3e 3.6mg plus blood collection tubes had foreign matter in the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed. The indicated failure mode for foreign matter (fm) was not observed - however, the photo did confirm a molding defect (flash) in the hemogard shield. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for a molding defect (flash) in the hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® k3e 3.6mg plus blood collection tubes had foreign matter in the tube. There was no report of patient impact.